Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had not been inflating. The patient underwent surgical intervention to explant the device. A leak was found in the right cylinder and appeared to be consistent with a needle stick. The pump and cylinders were explanted and replaced. There were no patient complications reported.